Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, right hip. It was reported that in placing an accolade c distal 14mm spacer on an accolade cemented #4 stem, the plastic broke off as soon as it was placed on the stem. A 1-minute surgical delay was caused. Surgeon decided to proceed without using a spacer.

Manufacturer narrative:
Additional information: product long description; product code, common device name; catalog #, lot #, expiration date; PMA/510(k)#; manufacturing date. An event regarding crack/fracture involving an accolade distal spacer was reported. The event was confirmed after review of a provided photo of device. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Visual inspection: the device wasn't returned however a review of the provided photo shows the fractured spacer on the distal of the stem. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports & return of device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Primary procedure, right hip. It was reported that in placing an accolade c distal 14mm spacer on an accolade cemented #4 stem, the plastic broke off as soon as it was placed on the stem. A 1-minute surgical delay was caused. Surgeon decided to proceed without using a spacer.